Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, there was one partially formed staple at the front of the cover block and one misaligned staple behind hit. The stapler was returned with 29 staples remaining in the cover block, indicating that at least 6 staples had been fired. The trigger was returned engaged. There was evidence of biological material present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon engagement of the trigger, the partially formed staple, closed and released properly from the stapler. The stapler was fired again, this time into a skin pad, eight staples fired into the skin pad. The ninth staple fired, but did not form. The following 5 staples fired and formed correctly into the skin pad. However, the next fire attempt resulted in a jam and no more staples firing. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that a staple misalignment prevented the remaining staples from firing correctly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon visual examination of the returned sample, one staple was partially formed, and another was misaligned behind it. Upon functional inspection, the partially formed staple fired into the air, formed and released properly. Then eight staples fired correctly into the skin pad, the ninth; fired but did not form correctly, five more staples were fired after that before the stapler jammed and stopped firing. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was previously opened to address the issue of misfire/jamming in wide visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.